Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) due to error 22028. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the psm for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 22028 points to psm1 has failed post.

Event description:
It was reported that the customer called an isi technical support engineer (tse) and reported that the patient side manipulator (psm1) errored with 22028 pointing to axis 1 instrument insertion. This error was received when moving system and sp system was not being used in cases today. Customer power cycled multiple times and error returned. No known impact or patient consequence was reported.